Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients ipg was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior the date the manufacturer became aware of the event.